Event description:
It was reported that after eating and announcing a usual-size breakfast, the ilet user consuming an iced coffee then experienced hyperglycemia with the pump displaying high and a fingerstick blood glucose of 477 mg/dl. The agent advised against announcing another meal and to allow the ilet¿s meal and correction algorithms to address the elevated glucose, consistent with a usage issue rather than a device malfunction. The user¿s glucose subsequently trended down to 241 mg/dl and then 217 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to incorrect meal size announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.